Manufacturer narrative:
(B)(4) captures the reportable event stating that the patient was sent to surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to placement difficulty and problems with helix extension and retraction. An increased follow up due to device issues was observed, therefore this is a seriuos injury. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to placement difficulty and problems with helix extension and retraction. An increased follow up due to device issues was observed, therefore, this is considered a seriuos injury. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. Product investigation was completed. This lead was subjected to and passed continuity and mechanical tests. Visual inspection test was not aplicable as dried blood was noted in housing and neck region (tip). Helix was retracted. Product investigation showed no conductor fractures. Lead was determined to have met specifications.